Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. Device manufacture date: unknown. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle clog & glucose level. A review of all risk management documents as per (B)(4) for the product family of the device involved in this complaint (pen needle, needle clog & glucose level), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was clogged during use and unable to deliver medication. This affected the patient's glucose levels. The following information was provided by the initial reporter: material no:unknown, batch no:unknown. It was reported that pen needle was clogging while injecting. Consumer stated, pen needles not working. Stated, when she injects and primes, nothing comes out. Stated, her numbers were high and low. Stated, did not go to doctor and I was wasting her time? I asked if samples were available, consumer stated, I was wasting her time. Stated, she did not have product information, did not have samples but she experienced issue with 5 boxes and wanted them replaced. When I explained, she would only get one box, she said her time was being wasted and disconnected call.